Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also the corrected field (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green screen and poor insertion part. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green screen was due to the poor insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during diagnostic examination the subject device had an abnormal image. The issue was found during preparation for use and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1-facility name: the (B)(6) hospital e1-address: (B)(6), postal code (hospital): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during diagnostic examination the subject device had an abnormal image. The issue was found during preparation for use. There were no reports of patient harm.